Event description:
A nurse reported that a system advisory was displayed during surgery indicating an unk footswitch type was detected. An alternate unit was used to complete the procedure. There was a 10-15 minute delay reported. There was no pt harm reported.

Manufacturer narrative:
The customer determined the issue relating to the system message (sm) "unk footswitch type is detected" was with the system, and not the footswitch or cable. The company rep examined the system and replaced the footswitch interface pcb (printed circuit board). The system was then tested and met all product specs. The replaced pcb was returned for in-house eval. The reported sm "unk footswitch type is detected" was replicated upon testing of the returned footswitch interface pcb. It was observed that the integrated circuit (ic) at location u1 on the pcb was visually nonconforming. This component was replaced and the pcb was functionally tested. The pcb passed testing, indicating that the reported issue had been addressed by replacement of the ic. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the customer reported sm "unk footswitch type is detected" is attributed to a nonconforming ic component at location u1 on the footswitch interface pcb. An internal investigation has been opened to address the issue of sm "unk footswitch type is detected" related to a nonconforming ic component at location u1 on the footswitch interface pcb. (B)(4).